Event description:
Hindsight: on app. (B)(6) 2021. I had a medtronic synchro med ii intrathecal drug delivery system (idds) infusion pump explanted & implanted due to first device end of life. Within four months, following the 1st refill of (hydromorphone/clonidine), we now know the device began infusing medication erratically causing frequent/recurring periods of withdrawal followed by acute episodes of overdosing. After an ER/pcm (emergency room, patient care management) visit with initial work ups, it was hypothesized that the device could be malfunctioning and was referred to my surgeon/pain specialist (ps) who implanted and manages the device. Ps informed me that it's common for physicians to use the idds (implanted intrathecal drug delivery system) as a scapegoat when they can't diagnose an issue, and directed me back to my medical group. Over 2 1/2 years pass with diminishing health. Symptoms worsened leading to severe diagnosed/debilitating autonomic dysfunction, removal of clonidine as a process of elimination by ps , sever chronic withdrawal with significant bouts of overdosing to the point of sedation and predominately bedridden, submitting to innumerable appointments, laboratory tests, brain, cervical, lumbar, sacral, and abdominal MRI's (magnetic resonance imagings), ultrasound, sleep studies, xrays, neurosurgeon(s), neurologists, additional medications, and imminent misdiagnosed neurological surgical intervention that was diverted by a 2nd opinion that again pointed to the idds, and multiple pleas to pursue diagnostics on the idds system finally resulted in ps agreeing to explant the 2nd infusion pump and implant a 3rd on (B)(6) 2023. The majority of the issues resolved after 3rd device was implanted, with lingering autonomic dysfunction remaining that has yet to completely resolve. I¿m not convinced the defective pump was interrogated nor this miserable nightmare reported through the proper channels, but the defective device was received by a medtronic rep on sight at explant. I learned of self-reporting and felt it should be documented at the least. I've learned of the multiple issues encountered over the years related to the synchro med idds systems, their manufacturing and design flaws in the past, and hope any feedback will support the advancement of this therapy and prevent someone else from potentially suffering through this experience. I understand there are risks and over/under dosing has occurred in the past. Idds improved my quality of life overall and works wonders when it functions as advertised, but can ruin lives when it doesn't; or worse. P.s. Device serial # is available. Pump replacement resulted in resolution of primary complaint with some residual side effects remaining. Reference report: mw5153609.